Manufacturer narrative:
Multiple photos were received as samples for the customer's complaint of separation. The photos clearly show a separation in the 42511e device at the stopcock where tubing is to be inserted. The photos verify the complaint but without further information like a physical sample for investigation - the root cause remains unknown. The possible root cause of improper solvent application at the manufacturing plant was confirmed. The other device mentioned in complaint was purely concomitant and not involved in this failure. A quality alert was issued by the manufacturing site to correct solvent application and avoid separations of this nature.

Event description:
No further information

Event description:
It was reported that unspecified bd gravity set separated during priming. The following information was provided by the initial reporter: a patient was taken to the or (operating room) for induction of general anesthesia, when pushing medications the IV line broke off in two parts and medications and IV fluids spilled to the floor. A second IV (intravenous) tubing was flushed and hooked to the pt (patient). New induction medications administered and the pt. Was successfully intubated. Surgery proceeded uneventfully. This is the second incident in a week with similar IV tubing. Add info received what is the patient outcome? Are there any adverse events/serious injuries? No adverse outcome: new IV tubing set was obtained, and the procedure continued. What was the medication/fluid in use at the time of the event? I am unable to determine exactly what agent was being used at time of separation. I have been in contact with the provider and am awaiting response. Where did the separation occur within the set? I have attached pictures for your reference as to the location of the separation. Was there an alaris pump and pump module in use at the time of the event? If so, what pump module model was in use (8100, 8110, 8120)? This was a gravity set, I have been in contact with the provider and am awaiting response to confirm. Are staff aware of the correct set loading method into the pump (inserting top first and seated correctly) and proper unloading method (removing bottom first)? This was a gravity set, not a primary set with a portion placed in the machine. 2nd customer response I do not believe the first incident was reported to bd. I was not alerted until the second event which I reported. There were no pictures taken, set saved, or alert to patient safety of the first event until the second event happened so there was no report that could be made. Thank you.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown e4. The initial reporter also notified the FDA on 27 jul 2023 month year. Medwatch report is mw5120451.